Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed that the gauge was not aligned with the barrel and the needle was at 0 atm. A functional evaluation was performed and when an attempt was made to pressurize the device the gauge did not move from 0 atm. The noted defect likely occurred due to handling of the device or portion of the device during shipping, unpacking or preparation of the device for the procedure. This could have led the gauge to misaligns as per the barrel position and causing the reading inaccurately failure. Therefore, the most probable root cause of this complaint is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure on an unknown date. According to the complainant, the manometer is defective. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event. Additional information received on 02oct2017. It was confirmed that MFR. Report # 3005099803-2017-00731 is a duplicate of this report. Per the duplicate report, it was confirmed that the event/procedure date was (B)(6) 2017 and the procedure performed was colonic dilatation. The procedure was completed with another alliance syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was used during a procedure on an unknown date. According to the complainant, the manometer is defective. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. No patient complications have been reported as a result of this event.